Manufacturer narrative:
According to the customer description, the silicone pads 30510px silicone pad for the 33510pg berci forceps insert fell off during the operation. These are spare parts. The lot code is not known as a result the age of the inserts is not known as well. As no items were returned for investigation, the determine of the exact cause is not possible. Most probable root cause operator error and wear and tear. The IFU advises the operator to carry out functional tests and to check the instrument. Among others for completeness prior and after every use. If it is assumed that the silicone pads were purchased together with the forceps insert, the material properties of the silicone pads may have changed over the period of time and as a consequence led to the drop down of the pads.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that during an operation for laparoscopic cholecystectomy and stone removal, the plastic tip of one of the forceps jaw protectors was lost in the subhepatic environment and remained in the patient. Searching for the plastic tip that has come loose for over 30 minutes was not successful. As fragments remain in patient body a report is required.